Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, de novo, mildly calcified lesion in the heavily tortuous proximal right coronary artery. Pre-dilatation was performed with an nc balloon prior to stent deployment. Advancement was attempted with the 3.0x28 mm xience prime stent delivery system (sds); however the device failed to cross after multiple attempts. At the time of removal from the artery, the stent got stuck inside the guiding catheter; however the stent balloon was able to be withdrawn. The dislodged stent was removed with the guiding catheter. The procedure was completed with a non-abbott sds. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration #. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to remove could not be confirmed due the stent not being returned. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy during the advancement to the lesion causing the reported failure to advance. During removal the device interacted with the guiding catheter causing the reported difficulty to remove and subsequent stent dislodgement. The device dislodged inside of the guiding catheter and both the stent and guiding catheter were removed as one unit. There is no indication of a product quality issue with respect to manufacture, design or labeling.